Event description:
It was reported that the 9800 system shut down during a case. Also the system made a loud noise and had an overheating error. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube fan foot-switch, and keyboard were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.